Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously high chloride (cl) and carbon dioxide (co2) results. The erroneous results were not reported out of the lab. There were no changes to pt treatment based on the erroneous results. There were no reports of death or serious injury. The elevated results were re-run and matched the original results. The pt sample was run on another instrument and was found to be lower. The quality control (qc) for the system was within the lab's established ranges.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the stage 3 piston was worn at the lower end. The fse replaced the piston which seems to have resolved the problem. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2010-00009, MDR 2050012-2011-05775.